Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets experienced connection issues. The sets would disconnected from the patient line while the patient was connected for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.